Event description:
The customer originally contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. In his absence, the patient's wife reported that a washer fell into her husband's mouth while using the ex breathe atomizer. The customer added that he was able to successfully remove the component from his mouth. The patient's wife reported that he did not experience any medical harm or require any medical interventions following the event.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated a class ii voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.